Event description:
It was reported to philips that gave a remote alert indicating the generator was degrading due to a defective filament, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use when the remote alert occurred. A philips field service engineer (fse) evaluated the system onsite and determined the small filament of the x-ray tube was defective and the cause for the remote alert. To resolve the issue, the fse replaced the x-ray tube and completed all necessary calibrations. After replacement of the x-ray tube, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.